Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported to philips that a philips monitor / defibrillator did not defibrillate a patient with ventricular fibrillation (vf) when hospital staff attempted to administer energy via m4741a switched internal paddles during a thoracotomy heart surgery. The hospital staff then switched to another set of internal paddles and delivered energy to the patient. The patient had a normal rhythm at that time, however, upon surgeon decision to continue the chest surgery operation, the patient died following the operation. The hospital did not believe failed internal paddle issue was connected to the patient death. There were no ECG rhythm strips, case event files, and event logs available to send to us for review. A philips field service engineer (fse) evaluated the device. The fse confirmed the issue was caused by the internal paddle as it was found the internal paddles shock button did not respond. The defibrillator passed all performance assurance tests and was placed back into use with the customer. The customer is using a different internal paddle from the customer site.

Event description:
It was reported to philips that a philips monitor / defibrillator; model and serial number not reported, did not defibrillate a patient with ventricular fibrillation (vf) when hospital staff attempted to administer energy via m4741a switched internal paddles. Patient death was reported as an outcome of the event.